Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort due to ipg being superficial. As a result, surgical intervention was undertaken on (B)(6) 2020 where in the ipg was placed deeper in the pocket, resolving the issue.